Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during laparoscopic bilateral inguinal hernioplasty, the device had dissector issue. The device was used for all the dissection. During the dissection that the surgeon performed to separate the gallbladder from the liver, the external wall of the tip of the forceps caused burns to the walls of the liver in which it had contact with, and the jaw vise hooks were stuck/drag with the gauze and tissue, causing a temporary injury of tissue laceration. The device's jaw was removed through the trocar, this incident did not cause the procedure to be extended by more than 30 minutes, and the treatment done to burn site was nothing special, just cleaning the zone. The surgical field was dry.

Event description:
According to the reporter, during laparoscopic bilateral inguinal hernioplasty, the device had dissector issue. The device was used for all the dissection. During the dissection that the surgeon performed to separate the gallbladder from the liver, the external wall of the tip of the forceps caused 2nd and 3rd degree burns to the walls of the liver in which it had contact with, and the jaw vise hooks were stuck/drag with the gauze and tissue, causing a temporary injury of tissue laceration. The device was activated multiple times in succession just prior to the burn as part of the procedure itself. The device's jaw was removed through the trocar, this incident did not cause the procedure to be extended by more than 30 minutes, and the treatment done to burn site was nothing special, just cleaning the zone. The surgical field was dry.

Manufacturer narrative:
New information has been received pertaining to the event. This event has been reassessed and the reportability has been determined to be a serious injury. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic conducted an investigation based upon all information received. The device was not returned, but photos were available for evaluation. The photos showed the tissue, the device was not pictured. It was reported that the device had dissector issue, the external wall of the tip of the forceps caused burns to the walls of the organs in which it had contact with, and the jaw vise hooks were stuck/drag with the gauze and tissue, causing a temporary injury of tissue laceration. The reported issues could not be confirmed. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during laparoscopic bilateral inguinal hernioplasty, the device had dissector issue, the external wall of the tip of the forceps caused burns to the walls of the organs in which it had contact with, and the jaw vise hooks were stuck/drag with the gauze and tissue, causing a temporary injury of tissue laceration.

Manufacturer narrative:
Additional information: g3 h3 evaluation summary: medtronic conducted an investigation based upon all information received.the device was not returned, but a photo was available for evaluation. Visual inspection noted the photos showed the tissue, the device was not pictured. Without receiving the device, a detail investigation could not be performed for the reported complaint. It was reported that the device caught on tissue, device related burn and the jaw catching. The reported issues could not be confirmed. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.